Event description:
It was reported that during use of the right ventricular (rv) lead, a lead integrity alert (lia) triggered for high rate non-sustained events, high sensing integrity counter (sic)/ short v-v interval events and warning triggered for low impedance. Additionally, an alert triggered for noise, oversensing. It was also reported the patient received inappropriate high voltage therapy/shock due to the rv lead lia. The rv lead was capped, remains in the patient and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.